Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing caused by a signal morphology change with small r-waves and increased sensitivity, possibly related to a bundle branch block, that appears to have induced a ventricular fibrillation (vf). However, a subsequent shock was delivered that converted the vf. Technical services recommended to re-program the rate zones as the current programming might have delayed this second delivered therapy. The patient was brought to the clinic and a treadmill test was performed. After some analysis of the results, the rate cutoffs were reprogrammed. Ts indicated this change should avoid future inappropriate therapies. This s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing caused by a signal morphology change with small r-waves and increased sensitivity, possibly related to a bundle branch block, that appears to have induced a ventricular fibrillation (vf). However, a subsequent shock was delivered that converted the vf. Technical services (ts) recommended to re-program the rate zones as the current programming might have delayed this second delivered therapy. The patient was brought to the clinic and a treadmill test was performed. After some analysis of the results, the rate cutoffs were reprogrammed. Ts indicated this change should avoid future inappropriate therapies. This s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing caused by a signal morphology change with small r-waves and increased sensitivity, possibly related to a bundle branch block, that appears to have induced a ventricular fibrillation (vf). However, a subsequent shock was delivered that converted the vf. Technical services (ts) recommended to re-program the rate zones as the current programming might have delayed this second delivered therapy. The patient was brought to the clinic and a treadmill test was performed. After some analysis of the results, the rate cutoffs were reprogrammed. Ts indicated this change should avoid future inappropriate therapies. This s-ICD remains in service and no adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes and noise. The device sensing vector was programmed to the primary sensing vector at the time of the shocks. Technical services advised some testing options and programming options. The patient will come back to the clinic for reprogramming. There were no additional adverse patient effects. The system remains implanted. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing caused by a signal morphology change with small r-waves and increased sensitivity, possibly related to a bundle branch block, that appears to have induced a ventricular fibrillation (vf). However, a subsequent shock was delivered that converted the vf. Technical services (ts) recommended to re-program the rate zones as the current programming might have delayed this second delivered therapy. The patient was brought to the clinic and a treadmill test was performed. After some analysis of the results, the rate cutoffs were reprogrammed. Ts indicated this change should avoid future inappropriate therapies. This s-ICD remains in service and no adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no known additional adverse patient effects. This supplemental report is being filed to provide additional information the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes and noise. The device sensing vector was programmed to the primary sensing vector at the time of the shocks. Technical services advised some testing options and programming options. The patient will come back to the clinic for reprogramming. There were no additional adverse patient effects. The system remains implanted. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing caused by a signal morphology change with small r-waves and increased sensitivity, possibly related to a bundle branch block, that appears to have induced a ventricular fibrillation (vf). However, a subsequent shock was delivered that converted the vf. Technical services (ts) recommended to re-program the rate zones as the current programming might have delayed this second delivered therapy. The patient was brought to the clinic and a treadmill test was performed. After some analysis of the results, the rate cutoffs were reprogrammed. Ts indicated this change should avoid future inappropriate therapies. This s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product was returned to boston scientific for laboratory analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was determined that this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no known additional adverse patient effects. This supplemental report is being filed to provide additional information the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes and noise. The device sensing vector was programmed to the primary sensing vector at the time of the shocks. Technical services advised some testing options and programming options. The patient will come back to the clinic for reprogramming. There were no additional adverse patient effects. The system remains implanted. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing caused by a signal morphology change with small r-waves and increased sensitivity, possibly related to a bundle branch block, that appears to have induced a ventricular fibrillation (vf). However, a subsequent shock was delivered that converted the vf. Technical services (ts) recommended to re-program the rate zones as the current programming might have delayed this second delivered therapy. The patient was brought to the clinic and a treadmill test was performed. After some analysis of the results, the rate cutoffs were reprogrammed. Ts indicated this change should avoid future inappropriate therapies. This s-ICD remains in service and no adverse patient effects were reported.